Event description:
The healthcare professional reports that nm-f4208 lot#9000325 implant was inserted (B)(6) 2024 in the patient's mouth. The removal date has not been provided. Observed during the event: mobility, pain. The device was forwarded to the manufacturer. No further patient complications were reported.